Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slid and caused some of the orange surface to be exposed while the surgeon was using the mcs instrument. There were no electrical related issues. The surgeon decided to not use cautery due to the issue observed. The surgeon completed the procedure with the same instrument. The mcs tip cover accessory never fell completely off into the patient. The mcs tip cover accessory was disposed of. There was no patient harm. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.